Event description:
It was reported that after placing a cvc with a vented dust cap there was a case of a death due to air embolism. The 3-way stopcock was also not closed and the vented dust cap was not changed to a non-vented dust cap, even though the department was trained to do so. The physician stated that the teleflex product did not contribute to the pt's death. The event occurred in the internal intensive care unit to a female pt. Per affiliate office, thus event was made known at a symposium attended by their sales rep.

Manufacturer narrative:
(B)(4). The device will not be returned.